Event description:
It was reported that during a cryo ablation procedure, phrenic nerve palsy was observed. A double-stop was performed. The phrenic nerve diaphragm movement was confirmed by fluoroscopy, although it was not complete. When the balloon catheter was removed, a drop in blood pressure occurred. A cardiac tamponade was observed and pericardiocentesis was performed. The patient's blood pressure stabil ized, and the patient was transferred to the intensive care unit. The procedure was aborted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.